Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high frequency right atrial (ra) lead noise. This patient has chronic atrial flutter, advanced heart failure and has a concomitant barostim device. Technical services (ts) noted this was causing multiple signal artifact monitor (sam) events. The minute ventilation (mv) sensor switched and disabled due to the sam events. The clinic had reprogrammed the rate response multiple times, and this patient was unhappy with how they were feeling with over and under response. The ra pace impedance measurements were all within range during these events. This ra lead remains in service. No adverse patient effects were reported.